Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were stick and went blank. Screen was hard to see. Customer¿s blood glucose level was unknown. Customer reported crack on the screen by reservoir. Customer declined to troubleshooting. Insulin pump had randomly no delivery alarm. The insulin pump will not be returned for analysis.